Event description:
This report was received from an ophthalmologist calling for lot and batch info concerning the model 812b intraocular lens. He indicated that the two pt's developed a severe uveitis of the left eye following cataract extraction and lens implant. The ophthalmologist had implanted many of these lenses without any problems and was concerned with two occurrences of the same nature within one week of each other. In this case, a culture was taken of the left eye and revealed no growth. Pt received topical therapy, tobramycin, and celoxin. As of 1/20/97, pt had improved. Add'l info is being sought (specific treatment, final outcome of the uveitis, medical hx and other comments).